Manufacturer narrative:
Device inspections could not be conducted as the implant was not returned to rti surgical. A DHR review could not be conducted as the lot number remains unknown at this time. As of the date of the report a revision surgery has not been scheduled. The exact date of the implantation of the device is unknown however it is known that the index surgery was done in (B)(6) of 2019. Patient specific information is not known at this time. If any additional information becomes available or if the device is returned all information will be added.

Event description:
It was reported to rti surgical that during a patient's follow-up visit it was confirmed that a streamline tl set screw had loosened post-operatviely.